Manufacturer narrative:
The pt had been scheduled for another in clinic device check and will try to have the pt bend over to see if the rhythm can be reproduced. The local rep mentioned that the physician does not believe that this is related to positional changes and that was more the result of sensing changing to alternate. Ts planned to send the local rep additional info associated with morphology changes during exercise. The local rep contacted ts to report that s-ecgs and chest x-rays were obtained for review. Treadmill testing (rates up to 110 bpm) was also performed. The physician believes that a bundle or pvcs triggered the episode. With the pt standing, the pvcs were marked as dots. Ts suggested that a memory upload be sent for review. A health care professional (hcp) contacted ts to report that this device could not be interrogated with a model # 3120 programmer. Ts commented that a tablet programmer is required to interrogate this device. Ts was planning to contact the local rep to assist the hcp. According to the local rep, no changes to device programming were undertaken at this time. The pt will be scheduled for an electrophysiology (ep) study.

Event description:
Boston scientific received info that this local rep contacted boston scientific's technical services (ts). The pt received two shocks from the device for two spontaneous ventricular fibrillation (vf) episodes which were detected and successfully terminated. Two days later, the morphology and amplitude of the qrs changed (fine and small amplitude) resulting in delivery of an inappropriate shock. The pt was leaning over the sink at the time of shock delivery. The sense vector had been programmed to secondary. The pt was standing at the sink when this occurred. Ts reviewed the first two episodes and determined that the shocks were appropriate in the presence of spontaneous vf. The third episode is rep of a single normal complex followed by a sudden drop in amplitude. The local rep was planning to perform troubleshooting techniques in an attempt to reproduce the clinical observation. The local rep contacted ts a few days later to report that pt isometrics did not reproduce the clinical observation; however, the isometric test was not performed with the pt bent over. Ts discussed other situations in which a pt had received inappropriate therapy when the pt was bending over to tie shoes. Additionally, pts have received shocks for hyperkalemia and hypokalemia. It appears that the physician had mentioned electrolyte imbalance. Ts had mailed an expanded report to the local rep. The local rep was informed that it appeared that an arrhythmia had occurred. The rate had changed from 70 bpm to 120 bpm associated with narrowing of the qrs morphology.